Event description:
Related manufacturer reference number: 2017865-2023-17589. It was reported the patient presented for a leadless pacemaker implant procedure. During positioning, multiple locations were mapped using the delivery catheter and leadless pacemaker. At the second location, contrast was shot to visualize on fluoroscopy and the patient started having pain and discomfort. Shortly after, the patient's saturation and blood pressure dropped, and an emergency echocardiogram was ordered. It was observed the heart was perforated. Pericardial effusion was noted and pericardiocentesis was performed. The patient was brought to an operating room to repair the heart where their chest was cracked open, and the perforation was fixed. The patient was intubated and stable.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The device was above elective replacement indicator (eri) upon receipt. Analysis performed showed normal device characteristics.